Manufacturer narrative:
The reported events of lead fracture, far field r-wave over-sensing, high lead pacing impedance, and inadequate capture were not confirmed. As received, only a connector portion of the lead was returned in one piece measuring 7.6cm for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage.

Event description:
New information received notes the patient expired (B)(6) 2021 of multiorgan shock and cardiomyopathy. There was no known allegation on any abbott product by the physician. The lead was explanted on (B)(6) 2021 following the patient's death.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's pacing lead impedance was high, capture thresholds were elevated, far field r wave oversensing with inappropriate mode switching was observed as well as noise. It could not be determined if this was baseline chatter or the beginning of a lead fracture. The electrophysiologist suspected calcification due to the gradual rise in impedance and capture thresholds. Programming changes were made to atrial lead sensitivity to prevent far field r wave oversensing from causing inappropriate mode switching. The lead was being monitored. The patient was stable.